Event description:
The customer reported that on the seventh seal cycle of gastrectomy, an end tone, indicating a completed seal cycle, was heard but oozing occurred. Another device was used to complete the procedure without incident. There was not tissue damage and not pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been received for eval. If sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.